Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on sometime before (B)(6) with blood glucose level was above 1000 mg/dl when paramedics came out. Customer was not able to troubleshooting for high blood glucose as customer did not have insulin pump. The customer was treated with insulin. Customer went to the hospital, say the dr at the hospital took his insulin pump away, and never gave it back. The insulin pump will not be returned for analysis.